Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message that could not be cleared. No patient involvement was reported.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection was performed and confirmed the battery lock was damaged. No other damages were observed. A definitive cause for the damaged battery lock could not be confirmed. A review of the archive was performed and could not confirm a user advisory 7 (discrepancy between load 1 and load 2 too large) fault occurring on the reported event date of (B)(6) 2013, however multiple user advisory 7 faults were found to have occurred on (B)(6) 2013. Based on observations made in the archive, the reported complaint has been confirmed. Further functional testing of the platform confirmed load cell 1 to be defective since the cell count on load cell 1 did not change during compressions. The defective load cell likely led to the ua 7 faults, however a definitive root cause for why the load cell failed could not be determined. In summary, the reported complaint was confirmed based on review of the archive. Functional testing confirmed that the ua7 faults that occurred were likely due to a defective load cell 1; however, a definitive root cause for the load cell failure could not be determined.